Event description:
Cidex opa (ortho-phythalaldehyde)is a high level disinfectant that is used to clean our scopes in endoscopy. It is good for 14 days of use. Prior to clean we test the cidex opa to make sure it is strong enough to do the cleaning task intended. Two specific lot numbers of this substance experienced early failures when tested (using test strips) by us prior to cleaning. We have changed out our solution of cidex opa.====================== health professional's impression======================unknown